Event description:
It was reported that the patient experienced urinary retention with his urinary sphincter (aus). The patient went to the emergency room and catheter placement caused an erosion. It is unknown if the physician was able to partially void. The previous cuff size was correct for the patient. The aus was activated early and when the patient was taken to the emergency room the medical staff did not know how to deactivate the aus system. The device was performing properly. The erosion was located at the site of the cuff. The aus system was removed. A full recovery is expected for the patient.